Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that probably about 6-8 weeks ago, the program got adjusted and an additional program was put it (adaptivstim). Patient mentioned that ever since program b was put in, patient noticed that everything goes back to zero - like intensity. 2 weeks from the time it was put it, patient mentioned talking to a manufacturer representative (rep) and asked if that was normal. Patient was advised that they haven't heard about the issue before. Agent redirected patient to hcp and if the hcp/rep would have any questions during the visit, they can call our tech services. No symptoms were reported. Additional information was received from rep. Rep reports that on (B)(6) 2026 the rep met with the patient for re-programming. Rep reports they didn't add adaptive stim, it was already there. Rep added two groups for the pt. Very similar to their initial program/built off of the initial program and changed electrodes, moving them to the left and moving them to the right. One program was with the same pulse width and one program increased the pulse width from 200-300. Both programs were with adaptive stim. Rep reports from last interrogation that the patient was using adaptivstim almost 100% of time. Rep used patient phone number to verify they talked with the patient via phone on march 25th 2026 for 3 minutes, stating this was when the rep was made aware of the settings changing. Rep reports he was told if the pt would increase it, it would zero out/go to zero. Rep advised pt to call them or patient and technical services if it continued. Rep has not heard from the patient since.